Event description:
It was reported that, in 2012, the pump alarm had not been set. The patient noticed that she wasn¿t feeling good and her ¿spasticity was really rotten¿. It was stated that the patient went to the hospital and it was found that the pump was ¿bone dry¿. After having a refill done, it had been ¿absolutely fine¿. The drug used in the pump was unknown.

Manufacturer narrative:
(B)(4).